Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and loosening of her knee arthroplasty.

Manufacturer narrative:
(B)(4). Concomitant medical product: ng lps-flex fixed nsm art surf ef 3-4 10 catalog # 00596403210, lot # 61625684; ng std all-poly patella 32 catalog # 00597206532, lot # 61797852; ng option stemmed tibial plate size 4 catalog # 00598603702, lot # 61797934;

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. The complaint can not be confirmed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Implant date - 2011. Concomitant medical products: unknown tibial component, catalog # unknown, lot # unknown. Unknown femoral component, catalog # unknown, lot # unknown. Multiple MDR reports were filled for this event: 0001822565-2018-02147 0001822565-2018-02149.

Event description:
It was further reported from the patient that she has instability, fallen several times and ambulates with a cane.